Manufacturer narrative:
(B)(4). Batch # n5374z. The analysis results found that the sdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open surgery, the formations of donuts were incomplete on the anterior wall side. The staples of the anterior wall side were malformed. Additional suture was performed to complete the case. There were no adverse consequences to the patient.